Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, it was reported that the patient's endocrinologist stated that the basal rate that the infusion device is delivering does not match the basal rate that is programed. The example was provided that between 4:00 am to 8:00 am the device delivers 0.7 units of insulin on some days and .03 on other days. This has caused unbalanced blood glucose levels. The patient was pregnant at the time of the event. She has since lost the baby, but does not attribute it to the variation in her blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.